Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; water in the battery compartment with a crack in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 27-dec-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 23-dec-2019 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed the battery compartment was cracked. Corrosion was observed in the battery compartment. A leak test revealed pump leaks at the battery compartment. The battery cap was not returned with the pump. A test battery cap was able to fit securely to maintain an electrical connection. Using a test battery cap, the pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and moisture damage was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.